Event description:
It was reported that a vent fail occurred. No patient injury reported.

Manufacturer narrative:
The log file entries indicating a persistent slow piston motor condition. This was confirmed by the repair center which identified a faulty ventilator motor. As the motor was not available anymore, no further investigation could be performed. Thus, no root cause could be determined. The piston hub defines the applied tidal volume, and to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3: other text : on-going.

Event description:
It was reported that a vent fail occurred. No patient injury reported.